Event description:
Reported due to pt death. The physician attempted closure of an arteriotomy with the perclose a-t (closer ak) device after an interventional procedure. The procedure was performed via the right femoral artery. Fluoroscopy was performed prior to the procedure. The arteriotomy site was confirmed and the vessel was noted as being calcified. However, the physician chose to use the perclose a-t device to close the arteriotomy. The first perclose a-t device was used but when the plunger was retracted, no sutures were present. A second perclose a-t device was deployed without any issues; however, hemostasis was not achieved. A syvek patch was used, compression was held for thirty (30) minutes and hemostasis was achieved. "One (1) to two (2) hours later," while in the cath lab holding area, the pt's condition began to deteriorate. Evidence of the deterioration is unk. A vascular surgeon was consulted and the pt was taken to surgery. Reportedly, the pt died in surgery of a retroperitoneal bleed. The vascular surgeon stated that there was a "three (3) mm arterial tear, medial to the puncture site." Reportedly, "two (2) grams of blood were found in the abdomen." This report represents the second device that was used. Although requested, no additional info was provided.